Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the patient's battery was dead. No further complications were reported or anticipated. No symptoms were reported. Additional information received from the consumer reported that the battery shifted in their butt and was unable to be charged. The patient just wanted to show it was not turned on as they were having an MRI and no steps had been taken. The discharge issue had not been resolved.